Event description:
It was reported that the patient presented with with a reaction post-op an acdf procedure with titanium plate and peek interbody device.

Manufacturer narrative:
(B)(4): the device has not been returned to medtronic for evaluation. Unable to determine cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.